Manufacturer narrative:
Physio-control evaluated the returned defibrillation electrodes and verified the reported failure. It was observed that the apex quik-combo connector pin was not molded straight into the plastic which led to the failure to connect these electrodes to the device. The customer received a replacement set of defibrillation electrodes.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that a set of the customer's adult quik-combo defibrillation electrodes would not plug in to the device connector during a patient event due to a bent pin in the plug of the electrodes. A second set of electrodes were retrieved and used successfully on the patient. There were no adverse effects to the patient due to the reported issue. No further details about the patient, or the event, were made available.